Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
String not attached to tampon, went to remove and the string came off. Had to get a doctor to remove it- vagina [foreign body in reproductive tract] string was not attached to the tampon. It was never attached [device physical property issue] when I went to remove the tampon the string came off. Had to get a doctor to remove it tampon [complication of device removal] case narrative: consumer reported via e-mail that the tampon string was not attached to the tampon. No serious injury reported.